Event description:
On 02/15/2024, it was reported by a sales representative via email that an ar-3687 knotless biceps fibertak shaft bent upon insertion. This was discovered during a procedure on (B)(6) 2024. The procedure was completed using another ar-3687 knotless biceps fibertak in the same drilled bone hole. Additional information requested. Additional information provided 2/21/24: the procedure performed was a subpec biceps tenodesis. The device bent and did not break in any way while in use.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional information from the field, arthrex concluded that the most likely cause of the reported failure is user error, including improper bone preparation, misaligned insertion, and/or prying or levering the device during insertion, which resulted in the device's shaft bent. The complaint allegation was not confirmed. The device was not received for evaluation, and no evidence of the failure was provided.